Event description:
It was reported the customer had an unresponsive keypad. Customer stated their buttons were unresponsive. Customer changed the battery, but the issue persisted. The customer also had an alarm that they could not clear. Customer's blood glucose was unknown. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window.